Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problems were confirmed. The memory card was determined to be faulty. The eject button was confirmed broken.

Event description:
A user facility reported to olympus that the picture would not save to the memory card and the button is broken and cannot eject the memory card. There was no patient injury or harm, associated with the problem, reported to olympus.